Event description:
It was reported that during check, the cs300 intra-aortic balloon pump (iabp) units battery is not holding a charge, device shts down after 20-30 minutes. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The battery failed run time during the battery performance test by the fse. The fse replaced the batteries to resolve the issue. The iabp was then released to the customer and cleared for clinical service.